Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information have been unsuccessful. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 19mm aortic pericardial valve underwent a valve-in-valve procedure after an unknown duration of implant due to unknown reason. The device was not returned for evaluation as it remained implanted.

Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. The cause of the event cannot be determined.